Event description:
Additional information: it was reported that there were intermittent episodes of ventricular tachycardia (vt) during impella cp support. The patient experienced refractory ventricular tachycardia (vt) with several shocks delivered and epinephrine administered. Amiodarone 300 mg was administered and drops (1 mg/min) started as well as lidocaine drops (1 mg/min). The patient had multiple episodes of vt.

Manufacturer narrative:
The investigation of access site bleeding and ventricular tachycardia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information: h6 health effect - clinical code and health effect - impact code added reflecting the additional event added. E4 should have been left blank on manufacturer device report 1220648-2024-13993.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and during support, there was oozing at the access site. The patient was given one unit of blood products to manage the bleeding. There was no reported harm to patient and the patient survived the event.